Event description:
(B)(6) 2023: t2 bioystems received a customer complaint that the t2bacteria panel produced a negative e. Coli result on a reposted positive clinical sample using t2dx instrument isa1821000280. Blood culture samples analyzed using maldi-tof returned positive results for e. Coli, while t2dx testing returned negative results.